Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician reviewed the remote transmission and reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The clinician questioned why the device didn't stop withholding due to the atrial fibrillation. It was noted that the device was functioning as designed and as programmed. The device remains in use. No further patient complications have been reported as a result of this event.